Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter would intermittently not power on. The patient's test strips were correct. The patient suffered no injury due to this issue. The meter was replaced.

Manufacturer narrative:
Follow-up #1 (09/15/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.